Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "b30" error could not be confirmed. The returned device was tested with multiple scopes and a video processor with no b30 errors noted. The evaluation found an olympus lamp reading at 500+ hours of usage with light output below olympus standards and a scope socket failure due to excessive stress to the output socket. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" communication error occurred with multiple scopes when the scopes were connected to the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device historsy record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified nor could the b30 error be confirmed/reproduced. Olympus will continue to monitor field performance for this device.